Event description:
It was reported that pump insulin gauge displayed a much lower amount of insulin than customer expected, and this difference remained larger than 30 units even after multiple attempts to correct it. There was no reported impact to the customer¿s blood glucose level. Customer followed instructions to disconnect from infusion site, deliver test boluses, and load new cartridge while removing air, then continued using current pump and planned to use alternate insulin method if needed; technical support arranged shipment of replacement pump.